Event description:
Pseudoseptic reaction [inflammation]. Walking with a quad cane [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding an (B)(6) old female patient, initials (B)(6). The patient's medical history is significant for previous treatment with synvisc-one on (B)(6) 2010. On (B)(6) 2011, the patient initiated the synvisc-one injection of 6 ml into the left knee. The synvisc-one lot number was not provided. On an unspecified date in (B)(6) 2011, the patient experienced excruciating knee pain, swelling in the knee and was presented to the emergency room where the patient's x-rays were taken. The patient was given percocet as the treatment for the adverse events and sent back home. On (B)(6) 2011, the patient was again seen in the physician's office. The patient still had swelling in the knee and was diagnosed with a pseudoseptic reaction. The physician advised knee aspiration to the patient, but the patient declined to get it done. On an unspecified date in (B)(6) 2011, the patient stopped taking pain medications and the patient is currently using a quad cane to walk. The action taken with synvisc-one treatment was not provided. The patient's outcome for the events of "pseudoseptic reaction and walking with a quad cane" was reported as not yet recovered. Concomitant medications were not provided. The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc-one and the events of "pseudoseptic reaction and walking with a quad cane" as probably related.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.